Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing resulting in pacing inhibition. It was determined the lead had fractured. An invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.